Event description:
Device 2 of 2 reference MFR. Report: 1627487-2012-03781. The patient reported, she is not using her scs system due to experiencing stimulation "so strong that it made her leg jump" after an unrelated back surgery. The patient also reported, she is experiencing discomfort at her scs ipg pocket site due to having to wear a back brace after the unrelated surgery which is pressing down on the pocket site. The scs ipg is superficial. The patient wants her scs system explanted. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.